Event description:
User reported that her iud was dislodged while removing the cup. She noticed the elongation of the strings upon removal of the cup and that it was visible at the introitus. She contacted her midwife and scheduled an appointment to have the iud replaced.